Manufacturer narrative:
Date of report: 19sep2018. The philip's field service engineer (fse) performed visual inspection and found remote alarm connector no longer soldered to the main board. The fse replaced the main board and the problem was corrected. The unit passed extended self-test (est) and performance verification test successfully.

Event description:
Philips fse (field service engineer) reported a problem with remote alarm connector during preventive maintenance. There was no patient or user harm reported.

Manufacturer narrative:
Date of report: 12nov2018. Date of manufacturer: 09nov2018. The main printed circuit board from the unit was returned to philips for evaluation. Failure analysis was conducted and revealed broken solder connections; causing the remote alarm port to not function properly.